Event description:
Philips received a complaint from the customer reporting a primary alarm failure message displayed on the v60 ventilator. The device was in clinical use. There was no report of harm to user or patient. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and advised troubleshooting for failures of the central processing unit (cpu) printed circuit board assembly (pcba), motor control (mc) pcba and the power management (pm) pcba. Onsite service was scheduled. Investigation is ongoing.

Manufacturer narrative:
E: ruijin hospital affiliated to shanghai jiao tong university school of medicine hainan kangxiang road, zhongyuan town 41 qionghai city 200 571437 reporter/institution phone: (B)(6).

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp performed a visual inspection and determined loudspeaker damage. The asp replaced the speaker and the motor control (mc) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.